Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that display was blank currently. Customer reports there is fluid in the battery compartment. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. Device passed displacement test, active current measurement and self test. Device received with traces of moisture on electronic assemblies. Device failed sleep current measurement due to moisture damage.